Event description:
It was reported that this implantable device triggered elective replacement time (eri) recovered, and then triggered eri a second time. Due to this anomaly, a technical services consultant recommended 90 days for replacement. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device triggered elective replacement time (eri) recovered, and then triggered eri a second time. Due to this anomaly, a technical services consultant recommended 90 days for replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Despite good faith efforts to obtain product return, this device has not been recieved.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.